Manufacturer narrative:
(B)(4). Insulin pump passed functional testing¿s including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unable to download care link pro. Unable to determine the root cause, problem isolated to the electrical board.

Event description:
It was reported that the customer uploaded several times to 100% but then received error server analysis. The customer blood glucose level was unknown. Customer stated that the insulin pump works perfectly. The device will be returned for analysis.